Event description:
It was reported that during a laparoscopic cholecystectomy procedure, his partner has been having trouble with the pouch ripping. The device was discarded. No other details are available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.